Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: h.u.puerta hierro majadahonda in spain informed cook of multiple incidents of difficulty removing both the flexible and metal stiffeners within ultrathane mac-loc locking loop biliary drainage catheters. The CAPA mentioned in the previous report (that concluded that the inner diameter of the catheter was undersized due to a lack of in-process inspection diameters and material shrinkage) is specific to difficulty advancing/removing flexible stiffeners. An additional CAPA was opened to address the issue of difficulty inserting/removing metal stiffeners. The CAPA addressing the metal stiffener concluded with manufacturing deficiencies. The lot number remains unknown, and therefore it cannot be determined if the devices were manufactured prior to or following correction implementation for either CAPA. The potential root cause for this event remains a manufacturing/quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. (B)(6) from (B)(6) in spain informed cook on 22jan2021 of multiple incidents involving ultrathane mac-loc locking loop biliary drainage catheters. The dates of the events are unknown, and all incidents occurred during drainage procedures. For all incidents, the catheter was introduced with either the flexible or metal stiffener. There was resistance upon removal of the stiffeners that resulted in the catheter wrinkling. This made the procedure difficult and sometimes a new catheter was used to complete the procedure. The only adverse effects this had to the patients was making the procedure longer. A review of the instructions for use (IFU), drawing, manufacturing instructions (mi), quality control, and specifications of the device was conducted during the investigation. A complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. Based on the available information, cook has concluded that the devices were manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address this issue with this device/device family and concluded that the inner diameter of the catheter was undersized due to a lack of in-process inspection diameters and material shrinkage. As the lot number is unknown, it cannot be determined if the devices were manufactured prior to or following correction implementation. Therefore, based on the information provided, no product returned, and the results of our investigation, a potential root cause for this event has been concluded to a manufacturing/quality control deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional product codes: gbo, lje. Occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported "several" ultrathane mac-loc locking loop biliary drainage catheters experienced difficulty with their stiffeners. The catheters were introduced into the patients using either the flexible or metal stiffener without difficulty. However, when the operator tried to remove the stiffener, resistance was encountered and the catheter "wrinkled." The device was then removed and a different catheter was used to complete the procedures. As reported, the patient's did not experience any adverse effects or require additional procedures as a result of these occurrences.